Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that they were at the beach and moisture may have gone inside the insulin pump. The insulin pump will be replaced. The blood glucose value is unk. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Traces of corrosion were noted at the motor assembly per visual inspection. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.